Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant (B)(4)-no code available used to capture no patient involvement without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the medical device reprocessing (MDR) staff was checking the devices before an unknown procedure on (B)(6) 2018, it was discovered that there was a small, thin amount of translucent grease underneath the handles of seven (7) hexagonal screwdrivers. The devices are from two (2) trochanteric fixation nail (tfn) locking trays, two (2) tfn insertion trays, two (2) expert tibial nail sets, and two (2) expert retrograde/anterograde femoral nail sets. These items were quarantined and none of them were used in the surgery. There was no patient or procedure involved. This report is for one (1) hexagonal screwdriver. This is report 3 of 7 for (B)(4).